Event description:
The customer contact reported the device door roller was broken off. The device was returned to the clinical engineering department with a note that stated, "door lever been broken." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing, the door roller pin was broken, and the door did not close completely. Further testing found the device had unrestricted flow. This was due to the missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.